Manufacturer narrative:
Investigation evaluation: a photo was provided and reviewed. An evaluation of the photo provided to aid the investigation confirmed the report based on premature deployment of one band. In the photo, the trigger cord appeared to have been wound around the barrel and a black band had deployed prematurely and was located beneath the barrel. Further investigation was performed after receiving the device. Our laboratory evaluation of the product said to be involved confirmed the report based on premature deployment of a band. The trigger cord attached to the barrel with five bands, one prematurely deployed black band still on the trigger cord, irrigation adapter, loading catheter and two-way handle were included in the return. A visual examination was performed on the returned device. During the investigation, it was observed that the first black band had deployed prematurely and was still located on the trigger cord under the barrel. The black band was able to be dragged along the length of the trigger cord and retrieved from the proximal end of the trigger cord. It was further observed that the proximal end of the trigger cord had mistakenly been passed through the distal end of the barrel and extended out through the proximal end of the barrel. At some point, a black band had deployed prematurely during this process. When the proximal end of the trigger cord was removed back out from the barrel, the device appeared to be correctly assembled and would function as intended. A meeting was held with members of production to further investigate the device. During the meeting, it was confirmed that the trigger cord had been passed through the barrel from the distal end of the barrel and extended out through the proximal end of the barrel. During this process, a band appeared to have deployed prematurely. It is unknown how or at what point the reported observation occurred. It was concluded that it is unlikely the device left the facility in this condition. The device goes through several different inspections prior to leaving the facility. These inspections would have caught observations made to this device prior to leaving the facility and removed it as nonconforming product. Therefore, it is unknown how or at what point the reported observation occurred. The subassembly device history record for the trigger cord subassembly lot number said to be involved was reviewed. A nonconformance was observed that could be related to premature deployment. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Premature band deployment can occur if the trigger cord experiences excessive pressure during general use/handling. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to a endoscopic variceal ligation (evl) procedure, the nurse removed a cook 6 shooter saeed multi-band ligator from the packaging. The nurse noticed that the trigger cord coming from the barrel was not positioned correctly [positioned outside the barrel]. The user judged that it would be risky to use the device and another manufacturer's device was used to complete the procedure. A picture was provided and it indicates a band had prematurely deployed [subject of this report]. This occurred prior to patient contact; there was no impact to the patient.